Event description:
Vns patient's vagus nerve was "fried" after undergoing an MRI of the brain. It was reported that the patient felt heat in neck area and had hoarseness after the MRI. The MRI was reportedly performed per manufacturer's recommendations. The patient has reportedly fully recovered. The patient is not currently receiving the vns therapy as the device was programmed to off some time ago due to lack of efficacy.